Event description:
It was reported that after two hours of iab use, the pump kept stopping. Blood was noted in the helium tubing, the iab was removed and a replacement was not indicated. There were no patient complications.